Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s infusion tubing was not fully clipped into the anchor after a shower, the tubing detached during sleep, and blood glucose rose to a reported high of 396, with out-of-range levels for approximately four hours; the ilet alerted for high glucose, outside insulin was administered, and a complete supply change and reconnection were performed after a wait period. Symptoms included the user feeling okay without additional complaints. Outcomes included successful correction of hyperglycemia without need for outside assistance or medical intervention. Investigation included user support, troubleshooting, and education regarding proper tubing anchoring, use of outside insulin, and reconnection procedure. Investigation of this case revealed hyperglycemia associated with disconnection due to incomplete tubing anchoring; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.